Event description:
The customer reported conflicting results with the ID now covid-19 assay performed on (B)(6) 2022. The customer reported that they received a positive result on one ID now instrument and a negative result on another. The patient was asymptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1061124 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1061124 and test base part number 190-430 / lot 1061124. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1061124 showed that the complaint rate is (B)(4). A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1061124 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.